Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient had lost mobility of their legs after the implant procedure, which took place on the day prior to the date of this report. It was reported that the neurosurgeon looked at the x-ray and could see the leads possibly in the epidural space, but was unsure due to a hematoma. The patient's implantable neurostimulator (ins) was explanted and the patient was transferred to a hospital. It is unknown if the issue was resolved. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.